Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a left posterior tibial angioplasty and stenting procedure. Reportedly, the starclose se sheath was difficult to split when the thumb advancer reached the skin level. Additional tissue tract dissection was performed. The starclose se clip did not deploy and the starclose se device was stuck in the subcutaneous tissue. The safety release mechanism was used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficult to deploy the thumb advancer was confirmed. The reported failure to deploy the clip was not confirmed as the returned device was returned consistent with the clip deployed. The reported difficult to remove was confirmed based on the returned device condition. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.